Event description:
During an acdf level c4-c7, the surgeon inserted two temporary fixation pins to stabilize the plate. At removal of the pins both broke leaving the two shafts of the pins in the patient's bone. Surgeon noted, the pt had very hard bone. Surgeon re-positioned the plate over a small amount and all the screws were inserted into the plate completing the procedure. This is one of two reports for this event.

Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.